Event description:
A nurse reported that two knives were not sharp enough to cut through a patient's conjunctiva during surgery. An alternate knife was used to proceed during the procedure. There was no delay or patient harm. Additional information has been requested. This is the fourth of four reports being filed for this facility.

Manufacturer narrative:
Two opened samples were returned for evaluation. The samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. The device history records (DHR) for the two possible lots (841484m and 842171m) were reviewed. Functional penetration and sharpness test values for these lots met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause for the damaged knives could not be determined. However, it is unlikely that the damage occurred during the manufacturing process. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).